Event description:
On (B)(6) 2012, the patient reported that there was condensation in the insulin cartridge compartment of her infusion device. The patient was previously educated on how to remove the condensation, but it has returned. She stated that she removed the insulin cartridge and there was liquid in the bottom of the cartridge where the plunger was located. She thinks the cartridge is leaking insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Insulin cartridge was discarded and therefore could not be requested to be returned for product evaluation.